Event description:
Information received a smiths medical intubation/portex endotracheal tubes sacett had issue with disconnections at the intubation fitting of the endotracheal tube that would not hold and disconnected from the endotracheal tube. This resulted with patient being extubated shortly thereafter and in the meantime the user had reinforced the connection with a metal clamp. This complaint is unknown if issue with tracheal tube verses t clamp holder. Which is not a smiths device